Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the basal software suspended insulin delivery on multiple occasions. Blood glucose ranged from 127-213 mg/dl. Reportedly, the customer manually resumed insulin delivery.